Event description:
It was reported that this pacemaker system had its lead safety switch (lss) activated for its right ventricular (rv) lead due to high out of range impedance measurements. Technical services (ts) was consulted and reviewed stored data, with loss of capture (loc), noisy signals noted and pacing inhibition noted due to oversensing of the noisy signals. X-ray imaging was performed, with lead damaged suspected but inconclusive. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system had its lead safety switch (lss) activated for its right ventricular (rv) lead due to high out of range impedance measurements. Technical services (ts) was consulted and reviewed stored data, with loss of capture (loc), noisy signals noted and pacing inhibition noted due to oversensing of the noisy signals. X-ray imaging was performed, with lead damaged suspected but inconclusive. This pacemaker remains in service. No adverse patient effects were reported.